Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. The returned battery cap and the test cap were able to attach to the pump but continued to spin due to the battery compartment crack. A review of the black box showed one power on reset event on the date of the complaint following a call service 064 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours successfully. The original complaint of no power was unable to be duplicated during investigation. The pump was opened to find no damage to the power circuit. No moisture was found internally. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responsive during investigation. (B)(4).